Event description:
Since I had this procedure done I've had severe, cramping, bloating, muscle spasms, severe migraines due to pain and high blood pressure everyday, excruciating joint pain that I barely can take, weakness, lightheaded, faint spells that my husband had to lie me down, severe fatigue, hip pain, weight gain, hair loss, blurred vision, feels like I'm being stabbed in my body. And I bleed so heavy where it's to the point where I was soaking a pad half and hour. I never had these problems until I had the essure placed in; high bp none of it. You all need to take this thing off the market. People are having so many complications due to this procedure and I have been miserable almost 3 weeks to a month after it has been placed in. I go into it with my primary physician because I was explaining my hurt, pain, and concern with this and she has ignored me. So I'm praying that y'all take my statement into consideration because it's serious and I'm one person that doesn't play about my health.